Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation, and the patient experienced cardiac tamponade that required surgical intervention, and the patient eventually passed away. It was reported that an adverse event occurred at the end of the procedure. The patient went into ¿infusion¿ while the catheters were being removed from the body. The patient¿s pressure dropped to 50 over 30. They looked at intracardiac echocardiography (ice) and a pericardial effusion was noticed and confirmed. They started pericardiocentesis. The effusion did not stop so operating room (or) team was called and they performed a sternotomy. The reporter stated they are still in surgery at the time of reporting and the patient was in for bypass. There was no biosense webster iinc. (Bwi) ablation catheter used during the procedure. Ablation was performed prior to noting the pericardial effusion with pfa (pulsed field ablation). The physician's opinion on the cause of the adverse event is the procedure. The physician thinks that during transseptal, something was plugged by the faradrive¿ sheath and when removed, was allowed to bleed causing an effusion. The patient required extended hospitalization and recovered at first; however, the patient eventually passed away. There were no bwi malfunctions reported. However, this event is being conservatively reported against the bwi octaray mapping catheter as it was used during the procedure and the exact cause of the adverse event/death is unknown.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. B2. Date of death - the exact date of death is unknown at this time and so this field was populated with the awareness date of when the death was reported. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The h6. Health effect - impact codes of surgical intervention (f19) and hospitalization or prolonged hospitalization (f08) were inadvertently omitted on the initial 3500a report. Therefore, h6. Health effect - impact code has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).